Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company¿s acceptance criteria. (B)(4).

Event description:
A center director reported that the laser would not start up again while performing a procedure on a patient's left eye. Flap was created and then was lifted. The patient moved a bit so the doctor took his foot off the pedal and then the laser would not restart again to finish treating the patient. Laser was rebooted which caused a delay. Surgery was resumed once the reboot was completed. However, the patient had to sit longer because she pupil shape needed to be reset a bit due to the delay while waiting for the laser to reboot.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior date of treatment. Logfile review shows there was a message on the screen. This message can occur when the pedal switches have a different reference position, caused by the pedal not being pressed firmly straight down by the customer. After this message the customer tries to do a center test, however, review shows several times the information ¿treatment stopped¿ by finishing the session and cancelling the treatment. There is no other indication for the reported event. The root cause can be determined as an inappropriate handling of the foot switch (laser pedal). Pushing the foot switch (laser pedal) in hesitant, slow or too fast manner will lead to this message thus to interruption of the treatment. The device is working as intended. The manufacturer internal reference number is: (B)(4).